Manufacturer narrative:
A visual inspection was performed on the returned stent. The reported material deformation, activation failure and stretched stent was confirmed. The reported entrapment of the device and difficult to remove could not be tested as the stent delivery system was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. It was reported that the negative was held for 3 seconds to deflate the balloon. It should be noted that the omnilink elite instructions for use (IFU), states: maintain negative pressure to allow the balloon to remain fully deflated during removal through the sheath. With the inflation device on negative pressure, carefully withdraw the delivery catheter with the guide wire remaining across the lesion. Should unusual resistance be felt at any time during lesion access or removal of delivery system post-stent implantation, the entire system should be removed as a single unit. Confirm optimal stent apposition using standard angiographic techniques. If necessary, post-dilate within stent. Post dilatation balloon diameters should closely match vessel reference diameter. In this case, it is unknown the IFU deviation contributed to the reported event. A conclusive cause for the reported difficulties could not be determined; however, the subsequent surgical intervention appears to be related to the operational context of the procedure. Factors that may contribute to activation failures including expansion failures include, but are not limited to, inflation technique, anatomical conditions, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. Factors that may contribute to entrapment of the device include, but are not limited to, damage to the device, interaction with the anatomy and/or accessory devices. Factors that can contribute to difficult to remove include, but are not limited to, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support, or interactions with other devices. Factors that could contribute to a stretched stent include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, interaction with accessory devices, patient anatomical morphology, or patient disease state. In this case, it is possible that interaction with the heavily calcified, 80% stenosed lesion may have contributed to the reported activation failure. Further interaction with the challenging anatomy during retraction of the device may have contributed to the reported material deformation, causing the reported entrapment of the device, making the stent difficult to remove and reportedly stretching the stent; however, without the stent delivery system to examine, this cannot be confirmed. Cut down surgery was performed to remove the stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: medical device problem code 1310 removed, code 2017 was added. Medical device problem code 2017: incorrect removal

Event description:
Subsequent to the previously filed report, additional information reported that the negative was held for 3 seconds to deflate the balloon. No additional information was provided.

Event description:
It was reported that the procedure was to treat an 80% de novo lesion in the iliac artery. The 5x39mm otw omni elite 35 stent delivery system (sds) was advanced to the target lesion and the stent was attempted to be deployed; however, the balloon was not able to completely inflate; therefore, the stent could only be partially deployed. The sds was attempted to be removed from the patient and the stent became stuck during removal and the stent struts became undone [mangled]. Therefore, cut down surgery was performed to remove the stent. There was no adverse patient sequela and no clinically significant delay reported in the procedure. Another omnilink stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.